Manufacturer narrative:
The pod was received with the needle mechanism assembly fully deployed. The downloaded data showed no alarms, timeouts, or drive stalls. The pod was observed to have run for 1205 pulses. During manual reset and deployment, the linkage assembly, slide insert, and slide retract remained undeployed longer than expected before deploying. No damages or deficiencies were observed with the linkage assembly that would prevent the needle mechanism assembly from deploying as expected. The linkage assembly was observed to touch the reservoir in its undeployed positioned and upon further inspection scratch marks were observed on the reservoir where the linkage assembly sat. It can be concluded that the linkage assembly was misaligned causing it to catch on the reservoir which prevented proper deployment. Because the pod was received deployed, it could not be confirmed that a misaligned linkage assembly caused the reported needle mechanism failure event. Therefore, it could not be confirmed what caused the reported needle mechanism failure event.

Event description:
It was reported that the needle deployed late when the pod was activated, indicating a needle mechanism failure. The patient's blood glucose levels rose around 400 mg/dl, and the pod wear time was unspecified.

Manufacturer narrative:
The device has been returned/received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.